Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and gait disturbance ("difficulty to walk") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced muscle disorder ("muscular problem"), vertigo ("vertigos"), gait disturbance (seriousness criterion disability) and fatigue ("exhaustion"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed via hysterectomy and salpingectomy.). Essure was removed. At the time of the report, the medical device removal, muscle disorder, vertigo, gait disturbance and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, gait disturbance, medical device removal, muscle disorder and vertigo with essure. The reporter commented: sick leave since (B)(6) 2017. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal -analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.